Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes, chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient was hospitalized with hypoglycemia. The patient's blood glucose levels reached below 70 mg/dl while wearing the pod between 24 and 36 hours (abdomen). The patient stated the pod's pump failed and was given too much insulin and his blood sugar was low. The patient stated he was given glucagon and between 10 am and 3 pm he drank at least 10 bottles of 8oz (B)(6) juice, and then went into a seizure. Afterwards he was taken by ambulance to the emergency room. The patient stated that while in the hospital his insulin was changed. The patient stated 24 hours after receiving his last dose of lantus, he applied a pod of humalog and his hourly basal rate was .6 units. The patient stated he has taken some boluses here and there since the discharge. For treatment, tried to balance sugar with lantus and humalog instead of the admelog and was also given anti-depression medication and also group counseling. He was admitted for 10 days. The patient did not provide any more information.